Event description:
Client says he was driving full speed in the street when the chair suddenly stopped. He was not restrained by a positioning belt and he fell forward out of the chair. He sustained a broken arm and was transported to the hospital. The chair has not been made available for inspection at this time so a root cause cannot be determined. An updated MDR will be made once the chair has been inspected. It should be noted that the chair is working right now with no repairs having been made.

Manufacturer narrative:
The device is currently working as intended without any repairs being made. It has not been made available for investigation so no conclusions can be made into the root cause. We will file a supplemental report once the chair has been studied.